Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt), it was discovered and confirmed through ice that the patient have perforation. Pericardiocentesis was performed and approximately 1100 cc of fluid was removed. The patient was stabilized and under observation. Multiple attempts were done to request for further details of the event and the patient¿s updated health status, however, no additional information has been provided.

Manufacturer narrative:
The bwi equipment involved are: carto 3 system (serial#(B)(4)), stockert generator (serial#unknown), coolflow pump (serial#unknown). (B)(4).